Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a loose desktop charger connector pin. Caller stated the connector pin has been loose since maybe a month ago, but it has worked so they haven't had an issue. Caller added that when they went to charge the recharger most recently, when they plugged the desktop charger into the recharger, it wouldn't do anything as the recharger is not charging. A replacement desktop charger was sent out. No symptoms were reported.

Manufacturer narrative:
The device with model 37761-rfb and serial# (B)(6) was received for product analysis. Analysis found replace cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.